Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that her adc blood glucose meter shows no results and turned off when a test strip was inserted. As a result of this issue, the customer was unable to monitor her blood glucose. On (B)(6) 2016 the customer called back regarding the replacement meter that had been ordered and also reported a medical event. The customer stated that on (B)(6) 2016 she experienced a "hypo" with symptoms of "faintness" and a reported loss of consciousness. The customer self-treated twice with glucagon and also reported receiving a reading of 40 mg/dl at an unknown time with a competitor meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter turned on with button and with insertion of test strips. The meter did not stop functioning when strip was inserted or no results show and reader turns off. No port issue was observed. The complaint is not confirmed.

Event description:
On (B)(6) 2016 a customer reported that her adc blood glucose meter shows no results and turned off when a test strip was inserted. As a result of this issue, the customer was unable to monitor her blood glucose. On (B)(6) 2016 the customer called back regarding the replacement meter that had been ordered and also reported a medical event. The customer stated that on (B)(6) 2016 she experienced a ''hypo'' with symptoms of ''faintness'' and a reported loss of consciousness. The customer self-treated twice with glucagon and also reported receiving a reading of 40 mg/dl at an unknown time with a competitor meter. There was no report of death or permanent injury associated with this event.